Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a blank display before and after a battery change. The customer also indicated that they received a battery out limit. Customer does not recall any significant events leading to the error, but indicated that it happened during a bolus. Customer's blood glucose was 500 mg/dl at the time of incident. The customer indicated that they will put in a new battery and call back if any further issues.